Manufacturer narrative:
Updated data: d4 - UDI d9 h6 - annex b product analysis: the product has been returned for analysis, however, the analysis has not yet been completed. A supplemental report will be filed upon completion of the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure; perioperative bleeding occurred due to consumption of anticoagulation. No treatment was reported, and it resolved the same day. Per the physician, there was a causal relationship between the implant procedure and the bleeding but not related to any device. One day after the valve implant procedure, a new atrial fibrillation (afib) occurred. No treatment was provided and the afib, self-converted to sinus rhythm on the same day. Per the physician, there was a possible relationship between the event and the delivery catheter system (dcs); and a probable relationship between the valve, the implant procedure and the event.

Manufacturer narrative:
Updated data: b5 h6 - annex e, annex a, annex g. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 - annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicated that the baseline hemoglobin value was 146 grams per liter (g/l). The blood loss occurred during the procedure. No symptoms occurred and no transfusion was required. The lowest hemoglobin occurred six days after the procedure and the value was 77 g/l.

Event description:
Additional information was received that IV medication was not administered for the dislodgement event.

Manufacturer narrative:
Corrected data: b5 h6 - removed annex f: f2303 updated data: h6 - annex b, annex c, annex d analysis/image review: seventeen static images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review; thus, it was not possible to validate a good load. There was evidence that a pre-balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and assuming proper position of the reference pigtail catheter, the depth on the non-coronary cusp was approximately 6 millimeters (mm). Depth on the left coronary cusp could not be validated. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, recapture should be considered. It was reported that the valve was released and moderate to severe paravalvular leak (pvl) was observed. A post implant dilatation was performed after which the valve dislodged aortically. As stated in the IFU, potential risks associated with the implantation of the evolut fx bioprosthetic may include, but are not limited to, the following prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the index procedure no pre-implant balloon aortic valvuloplasty (bav) was performed. During the attempted implant of this transcatheter bioprosthetic aortic valve, the valve was deployed at 6.5 millimeters (mm) on the non-coronary cusp (ncc) and 11.8 mm on the left coronary cusp (lcc). Moderate to severe paravalvular leak (pvl) was observed and required a post-implant bav. After dilation, the valve dislodged into the ascending aorta. Following dislodgement, the valve was -19 mm on the ncc and -5 mm on the lcc. No snaring of the valve was attempted. The procedure required conversion to surgical aortic valve replacement (savr) and intravenous therapy (IV) medication was administered. The transcatheter aortic valve (tav) was explanted and a non-medtronic surgical aortic valve (sav) was implanted. The sav was implanted without complications. The event required prolonged hospitalization, and the event was reported to be resolved. Per the physician, there was a causal relationship between the valve, the implant procedure and the event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evprop2329usc}; product lot/serial number (B)(6)}; product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {compression loading system (cls)}; implant date {na}; explant date {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 - annex b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant bav of the tav was performed.

Manufacturer narrative:
Updated data: h2 -device evaluation h6 - annex b, annex c, annex d product analysis: received dry, in a specimen jar, enclosed in two ziploc bags. Visual inspection showed no evidence of deformation or fractures along the frame. The valve tissue including along the skirt appeared discolored. Leaflets 1 and 3 are in the closed position with a slight gap between the coaptive ridges of both leaflets. Leaflet 2 appeared partially open. All leaflets appeared stiff but slightly flexible, which may be related to the receipt condition as well as the implant procedure, per the event description. All leaflets appeared brown and slightly desiccated, which may be associated to the receipt condition. All commissures appear intact. Brown discoloration noted on the inflow and outflow of the valve tissue, including along the skirt and commissures appear to be associated with, per the event description, the implant procedure where ¿perioperative bleeding occurred due to consumption of anticoagulation.¿ brown appearing tissue, possibly coagulated blood, on the inflow of all leaflets, appeared to be the result of the perioperative bleeding. Note: per the event description and context, this valve was abandoned at implant and no evidence of infection appeared to be present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.